Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. The reported complaint of no lock could not be verified during this analysis. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient's device was reportedly explanted and the recipient was reimplanted with another advanced bionics cochlear device. The company is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient is reportedly doing well with the new device.

Manufacturer narrative:
The recipient's device was reportedly explanted due to loss of lock.